Event description:
It was reported that the product is getting too hot. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: as no product has been returned, a final determination of the root cause is not possible. Most likely, the gas flow has been reduced or blocked at least for a while to create overheating. The device history records have been checked and found to be according to the specification, valid at the time of production. There is no indication for a manufacturing or design related failure. The event is filed under internal karl storz complaint ID: (B)(4).